Event description:
It was reported that the patient experienced an infection. In (B)(6) 2013, the patient got sepsis and almost died when he went into the hospital. The pump was not filled while he was in the hospital and at the time of this report the pump was empty. The patient had the worst spasms he had ever had in his life and the oral baclofen was not working. The patient was dissatisfied with his physician and following a change in insurance, the patient was attempting to find a new physician. The patient was going to harm himself if he didn¿t get a doctor. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient's pump had not been filled since 2013. The pump was supposed to be filled in (B)(6) 2013 but it was not. The patient believed the last refill was in (B)(6) 2013. The patient ended up in a coma in (B)(6) 2013. When the patient came out of the coma he no longer had a ride to his healthcare provider (hcp) and his hcp discharged him. The pump was currently empty and had been alarming for a long time which "kind of drives him crazy because it beeps every ten minutes". The patient experienced a change in therapy effect. The patient was currently taking oral baclofen which was helping but the patient was still having extreme leg spasms, spasms from his injury down. The symptoms started when the patient missed the refill. The patient could not transfer out of bed, a car, or anything because his spasms were so bad and he had to use a hoyer lift. The patient was currently in rehabilitation because he had a bone infection and would not be home until the following week. The patient wanted the pump refilled and was currently seeking a new physician. It was reported that the pump delivered intrathecal lioresal. The intervention or outcome was not reported. Further follow-up is being conducted. If additional information is obtained, a follow-up report will be sent.